Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-15560. It was reported that when the patient presented during a device upgrade procedure, high capture thresholds and dislodgement were observed on the right ventricular lead. It was also noted that the device had migrated laterally from the incision site. The lead and device were both explanted and replaced without incident. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a piece of metal clipping inside the connector region, consistent with a manufacturing related issue.